Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a 2mm circumferential tear 10mm from the proximal markerband. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. After a guide wire crossed the lesion, a 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilatation; however, upon inflation the balloon ruptured. The device was removed and replaced with non-bsc balloon catheter. The procedure was then completed with a stent implantation resulting to a flow recovery. No patient complications nor patient injuries were reported.